Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges black particles in the device and nasal congestion. The patient stated the inline filter has been getting dirty. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The black particles were noticed inside of the water chamber when the patient was cleaning the device. The patient was not certain if the nasal congestion was a symptom of a cold. The patient was provided with nasal spray which helped. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.